Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump kept losing power quickly and turning off overnight. The customer was advised to check the alarm history. The customer was unable to check the history and had no other information about the issue. The customer was advised to call back to troubleshoot.